Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds evidence of disassociation of the liner and cup while implanted. There is evidence of edge loading leading to failure of the polyethylene material and subsequent disassociation. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Per the reporting patient x-rays are not available for examination. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address a broken, worn liner.